Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the onetouch untramimi meter had a power issue. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The mas mailed a letter to the patient on february 4, 2009, in an attempt to contact the patient for follow-up questioning. It is not known when the reported issue first began. The patient stated that she replaced the batteries and the meter's memory turns on, but during the insertion of test strips, the subject meter would not turn on. However, during the troubleshooting, an error 4 issue occurred when the subject meter was turned on using the power button. It is not known whether the patient took any actions following the reported issue. At an unspecified time, after the reported issue, the patient reportedly experienced symptoms of "feeling low." It is not known whether she obtained any blood glucose results during her symptoms. It is also not known whether the patient received any treatment due to the reported issue. Based on the provided information, this complaint is being reported since the patient allegedly developed symptoms, which could be suggestive of hypoglycemia after the reported power issue began with the subject meter.